Manufacturer narrative:
Batch review performed on (B)(6), 2023: lot 2246148: (B)(4), manufactured and released on 24-feb-2023. Expiration date: 2028-02-05. No anomalies found related to the problem. To date, 22 items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 2 months from the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully.